Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97792, lot# n397376, implanted: 2013 (B)(6); product type accessory. (B)(4).

Event description:
The patient reported poor communication on the patient programmer (pp). Communication was not possible with the implantable neurostimulator recharger (insr). The last successful charge session was 1 year ago. The patient had not charged due to dissatisfaction with the therapy. The dissatisfaction had occurred since 2014. The pp and insr both were unable to communicate since 2015 (B)(6). Additional information received from a nurse/paramedic reported that the patient was in overstimulation and the off button didn't work. A physician mode recharge (pmr) was done and resolved. He had been in overdischarge and he was instructed to do the pmr over the phone. The pmr was done and he charged to full but ended up with overstimulation. The power on reset (por) was not cleared. The patient was instructed to not do anything and contact the manufacturer representative (rep) in the morning. This was stated to have occurred suddenly. Additional information received from the rep reported that the rep had instructed the patient to perform the pmr and charge and then call him back for instructions when done. It was noted that after this experience, the patient wanted the device taken out. A date of when this would occur had not been decided. The patient had also reported back pain. It was reviewed that the patient felt the back pain had been resolving on its own and he didn't need the stimulation. That was why it went into overdischarge. He then started having back pain again and wanted to use it again. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the reported issues and if the issues were resolved. This event will be updated if additional information is received.